Manufacturer narrative:
This report is submitted on september 3, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth at the abutment site and subsequently was administered oral antibiotics.

Manufacturer narrative:
It was reported that the patient was placed under general anaesthetic on (B)(6) 2018 to excise skin at abutment site. This report is filed on november 28, 2018.